Event description:
The patient reported "bumps under my skin and redness for over two years." Past treatments included oral anti-flammatory medication along with oral and intralesional steroids. Follow up from the physician notes that the cause of the patient's lumps is not specific. It is unknown if this product has triggered this reaction. This patient had continued to be treated with this product after these symptoms began. This is the same event and the same patient reported under MDR ID# 2024601-2006-00709. This is the first MDR submitted for the first suspect product.

Manufacturer narrative:
We have reviewed the device history records for this lot from finished product packaging to the hide batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. The deviations noted were not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause of this complaint.